Manufacturer narrative:
As no customer materials were received for investigation, a specific root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for one patient. The result from the meter at 3:11pm was 1.2 inr. At 3:44pm, the patient was tested by a laboratory using the dade innovin method and the result was 1.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. The customer stated he did not have any strips remaining. Relevant retention test strips (lot 244031-14) was tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.